Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that within the past five months the customer's blood glucose has not been well controlled. It was stated that the customer kept having high blood glucose even after changing the infusion sets. Troubleshooting was performed, and the drive support cap was leaning. Advised customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to complete testing due to motor alarms.